Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. The product was not returned to service as the replacement part is no long available for purchase due to the age of the unit. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the 5th wheel was difficult to engage/disengage. There was patient involvement, but no consequences or impact.